Manufacturer narrative:
Post market vigilance (pmv) received two devices opened by the account without the packaging. The product expiration date cannot be verified as the lot number was not reported. The visual inspection of the returned products noted that both reloads were fully fired. It was noted that the distal sutures of both reloads were still anchored. One reload had damage to the cutting edge of the knife blade. Sent to engineering for further analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received two devices. The visual inspection of the returned products noted that both reloads were fully fired. It was noted that the distal sutures of both reloads were still anchored. One reload had damage to the cutting edge of the knife blade. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ladg for the third firing, the closure of the insertion at delta shaped anastomosis. The surgeon fully fired the device and made one more final push of the blue button, however could not cut the anchoring suture. Replaced by a new reload, however the same event occurred. The procedure was completed with another device. Jaws of the device locked on tissue. The device was removed from the tissue by force but no tissue damage was caused. The status of the patient is alive with no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that both reloads were fully fired. It was noted that the distal sutures of both reloads were still anchored. The living hinge was found to be fully displaced by the units¿ sleds and fully deployed outward. The living hinge functioned as intended. The suture contained within the living hinge cinch slot in the distal end of the staple cartridge was found to be displaced correctly at the bottom of the cinch slot yet the very top (tail length excess side of the suture) was still slightly pressed into the cinch slot was still slightly pressed into the cinch slot. The tail length observed above the cinch slot where the top most portion of the suture was still slightly pressed into the cinch slot and the increased diameter of the suture at the tail length area. The most potential root cause for this defect of the distal cartridge suture not releasing, is the interaction of the sterilization process and suture tail length. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. The most likely potential root cause to this defect of the distal cartridge suture not releasing is the interaction of the sterilization process and suture tail length preventing the suture from being fully released. The product analysis established a relationship between a device failure and the reported incidents of difficult to remove from cavity. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.